Event description:
After the inferior vena cava filter was noted in good position, the loop snare was advanced through the end of the sheath and the eye hook on the superior aspect of the filter was looped with the loop snare. The safety device was then advanced over the loop snare in order to lock the snare onto the eye hook. The sheath was then advanced over the filter in order to retract the legs, and the filter was pulled inside the sheath. The sheath and filter assembly was withdrawn. However, at the level of the cavoatrial junction, tension in the retrieval snare went slack, and the filter spontaneously deployed in the region of the cavoatrial junction. Migration of the filter was demonstrated fluoroscopically into right atrium region. The pt was lifeflighted to another medical ctr for eval and removal of ivc filter which had migrated into the right atrium. Interventional radiology was contacted first and an unsuccessful attempt to retrieve the ivc filter from the right atrium was noted, and an open chest surgery was required with removal of vena cava filter. The pt was discharged to home in stable condition.